Event description:
Extreme eye redness, irritation. Just read recall of amo complete moisture plus contact lens cleaning solution. I have used this solution for yrs. Being treated by ophthalmologist with quixin. What should I be taking if I do have acanthamoeba organism? Used five months, daily.